Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported that "this week, two pumps, z800-wf pumps, started with normal infusions involving patients. The wireless component is not activated. Both pumps appeared to be working properly. After a short amount of time, both pumps stopped infusing at all. It was as if both pumps had simply stalled. No alarms on either pump sounded to alert a stop in the infusion. No patients were adversely treated in either case."

Manufacturer narrative:
A zyno medical customer service employee followed up with zyno medical's territory manager regarding the status of the pump. The customer replied to the territory manager that a per diem nurse was using the pump and loaded the tubing incorrectly. This issue was potentially caused by the user error. The pump was never sent back to zyno medical for investigation, and thus the user-reported infusion issue cannot be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00029).